Event description:
It was reported that during post implant device check, low sensing and loss of capture were noted. The lead was dislodged. The lead was repositioned at the apex but values were not optimal. The helix could not be retracted so the lead was left in its current position. Patient will continue to be monitored.